Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿, although a specific value was not given. The customer addressed their bg with a correction bolus, via pump. Reportedly, the customer manually turned pump off and did not manually resume insulin deliveries after reconnecting to pump.